Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the first obtuse marginal coronary artery with mild tortuosity and mild calcification. A 2.50 x 33mm xience sierra stent delivery system (sds) was advanced to the lesion with no resistance and the stent successfully deployed. The balloon of the sds was fully deflated; however, on removal of the sds, resistance with the anatomy and the unspecified 6f guide catheter was met. Further negative pressure was applied, but difficulty removing the sds remained. The sds was removed with force as an individual unit from the patient anatomy. The procedure was successfully completed by post-dilating the stent with an unspecified balloon dilatation catheter (bdc). Resistance removing the bdc was also noted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). A visual inspection was performed on the returned device. The reported difficult to remove from the anatomy/guide catheter could not be replicated in a testing environment as it was based on operational circumstances and the guide catheter used in the procedure was not returned. It should be noted that the xience sierra, everolimus eluting coronary stent system, instructions for use (IFU) states: should any resistance be felt at any time when withdrawing the stent delivery system or post-dilatation balloon into the guiding catheter, the entire system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is unknown if the IFU deviation contributed to the reported event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. A conclusive cause for the reported difficult to remove cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.